Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the rails of drawer 6 were broken, and the cage was sticking out of the back. A field service engineer replaced both the rails and the damaged retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full-height drawer 6 had broken rails. The malfunction did occur while the user was trying to issue medication. Fortunately, the user was able to obtain the required medications from a different source. There were no adverse events or injuries reported based on this event.